Event description:
It was reported while testing for sars cov-2 a false positive result was obtained. A repeat test was performed using pcr and the result was negative. There was no indication that results were reported out and there was no report of patient impact. Eua#: eua (B)(4). The following information was provided by the initial reporter: " processing questions: 1. How long after specimen collection was the specimen processed in the extraction reagent?immediately. 2. How was the specimen stored between collection and processing in the extraction reagent? No storage. 3. How long after processing in the extraction reagent was the specimen run on the test cartridge? 15 seconds. 4. Incubation time: how long was sample run on the cartridge before reading? 15 minutes (using timer). 5. Were the cartridges visually interpreted (not by the analyzer) at any time? No. 6. Was walk-away mode or analyze-now mode used? Analyze-now. 7. Temperature: clarify the environment temperature and time at temp- room temp. 8. Was testing performed indoors or outdoors (not collection). Indoors. 9. On average, how many tests do you run per week? 4-8 per week. 10. How is the test being used? Doctor is only using the test with symptomatic patients who clinical picture matches covid infection. (B)(4): 2021-04-02 16:32:57 (gmt). 1. How was the specimen collected? Nasal collection. 2. Did it follow the dual-nares collection method described in the quick reference guide? Yes. 3. What type of swab was used to collect the specimen? Swab provided in kit - floq -- was any transport media used? None. 4. What date was the specimen collected? (B)(6) 2021. 5. What date was the specimen run? 3/24/2021. 6. Was individual symptomatic or asymptomatic?symptomatic. 7. How was it determined to be discrepant? Confirmatory pcr testing -- comparison to another method? Yes, pcr. -- repeated sample? (See below) n/a. 8. How did you complete the repeat test? N/a. -- was an additional swab collected? N/a. -- did you process the same swab in a 2nd reagent tube? N/a. 9. Did you use the leftover extraction reagent from the reagent tube on a new cartridge? No. 10. Was the cartridge rerun (re-read)? No if so, how long after the initial run was the cartridge rerun (re-read)? N/a. 11. Clarify how many false positives. 1. *customer problem: customer reporting 1 false positive with use of veritor analyzer and product 256082 lot 0233324 - sars cov2 veritor kit. "

Manufacturer narrative:
H6: investigation summary: this statement is to summarize the investigation results regarding your complaint that alleges false positive results when using kit rapid detection of sars-cov-2 veritor (material # 256082 ), batch number 0233324. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation was performed on the batch number provided. The reported issue was unable to be confirmed. However, there is a trend against false positive results. Bd has initiated CAPA (corrective and preventive action) # 1878253 to further investigate. The root cause could not be identified. Bd quality will continue to closely monitor for trends. H3 other text : see h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported while testing for sars cov-2 a false positive result was obtained. A repeat test was performed using pcr and the result was negative. There was no indication that results were reported out and there was no report of patient impact. Eua#: (B)(4). The following information was provided by the initial reporter: " processing questions: how long after specimen collection was the specimen processed in the extraction reagent? Immediately. How was the specimen stored between collection and processing in the extraction reagent? No storage. How long after processing in the extraction reagent was the specimen run on the test cartridge? 15 seconds. Incubation time: how long was sample run on the cartridge before reading? 15 minutes (using timer). Were the cartridges visually interpreted (not by the analyzer) at any time? No was walk-away mode or analyze-now mode used? Analyze-now. Temperature: clarify the environment temperature and time at temp- room temp. Was testing performed indoors or outdoors (not collection). Indoors. On average, how many tests do you run per week? 4-8 per week. How is the test being used? Doctor is only using the test with symptomatic patients who clinical picture matches covid infection. (B)(4): 2021-04-02 16:32:57 (gmt): how was the specimen collected? Nasal collection. Did it follow the dual-nares collection method described in the quick reference guide? Yes. What type of swab was used to collect the specimen? Swab provided in kit - floq. Was any transport media used? None. What date was the specimen collected? (B)(6) 2021. What date was the specimen run? (B)(6) 2021. Was individual symptomatic or asymptomatic? Symptomatic. How was it determined to be discrepant? Confirmatory pcr testing. Comparison to another method? Yes, pcr. Repeated sample? (See below) n/a. How did you complete the repeat test? N/a. Was an additional swab collected? N/a. Did you process the same swab in a 2nd reagent tube? N/a. Did you use the leftover extraction reagent from the reagent tube on a new cartridge? No. Was the cartridge rerun (re-read)? No if so, how long after the initial run was the cartridge rerun (re-read)? N/a. Clarify how many false positives. 1. Customer problem: customer reporting 1 false positive with use of veritor analyzer and product 256082, lot 0233324 - sars cov2 veritor kit. "